Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three months after the implant of this right ventricular (rv) lead, a fracture was encountered. The rv lead impedance went out of range and switched polarity. Also, the patient felt dizzy, and the physician decided to explant and replace the lead. According to the field representative, the fracture was verified through chest x ray analysis. This lead has been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 140 and 210 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of fracture and pacing impedance high out of range were likely caused by the confirmed fracture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three months after the implant of this right ventricular (rv) lead, a fracture was encountered. The rv lead impedance went out of range and switched polarity. Also, the patient felt dizzy, and the physician decided to explant and replace the lead. According to the field representative, the fracture was verified through chest x ray analysis. This lead has been returned. No additional adverse patient effects were reported.